Manufacturer narrative:
Nevro is awaiting for the return of the explanted device.

Event description:
It was reported to nevro that a patient had experienced symptoms of fever, chills and swelling with pain at ipg pocket site. A CT scan revealed a possible seroma at pocket site. Follow up report indicated that the device was explanted and the seroma had already drained itself in the pocket site. The midline incision was drained and cleaned at the time of explant. The patient was provided antibiotics. There was no further report of complication.

Manufacturer narrative:
Follow up report indicated that the device was explanted and was not replaced. The device was returned and analyzed. The device was subjected to visual inspection and functional tests. No issues could be found with the device or its output that could explain the reported complaint. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The investigation concluded that the ipg had exhibited normal functionality. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.